Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a missed alert/notification occurred. According to the reporter, on approximately (B)(6) 2025, the patient experienced hypoglycemic shock with allegation of missed low glucose alert. The patient reported that the omnipod 5 controller "beeped;" however, the dexcom app did not. The patient did not specify any symptoms but stated they self-treated with carbohydrate. While the patient¿s nurse visited the patient's home, emergency services were called because the patient had buzzing, dizziness, and palpitations since the hypoglycemic shock prior. An emergency medical doctor visited the patient that evening and reportedly confirmed a neurological and cardiac disorder secondary to the severe hypoglycemic shock she had experienced. No treatment or medication was reported. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.